Event description:
Physician reported on behalf of another physician an adverse event with xen. "After xen implantation a consistent intraocular bleeding occurred. The patient was then hospitalized for one week and had to be vitrectomized finally". Affected eye side not specified.

Event description:
Physician reported on behalf of another physician an adverse event with xen. "After xen implantation a consistent intraocular bleeding occurred. The patient was then hospitalized for one week and had to be vitrectomized finally". Affected eye side not specified.

Manufacturer narrative:
The event of hemorrhage and hyphema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. The physician declined to provide any further information on the implanting physician and therefore follow up on the event and product details could not be performed. No additional information is available at this time. Device labeling: warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Physician reported on behalf of another physician an adverse event with xen. "After xen implantation a consistent intraocular bleeding occurred. The patient was then hospitalized for one week and had to be vitrectomized finally". Affected eye side not specified.